Event description:
During a percutaneous coronary intervention, a guide wire was advanced in the left anterior descending artery (lad). A stent was advanced over the wire however there was significant resistance passing stent on the wire at the tip of the guide. This stent was removed and a second stent was advanced. This stent also was difficult to advance and was removed. When the second stent was removed, the distal portion of the wire came out with it. The proximal portion of the wire was still in the patient's body. The proximal portion was removed without difficulty. A new wire was advanced in the lad and a new stent was sucessfully placed at the lesion. The patient was not harmed.manufacturer response for hi-torque balance middleweight universal guide wire, hi-torque balance middleweight universal guide wire: rep in hospital today to pick up device.